Manufacturer narrative:
(B)(4) .

Event description:
It was reported that automatic mode switching due to far r oversensing was observed on the device. Patient was asymptomatic. Programming changes were recommended. Physician elected to monitor the patient. Device remains implanted.